Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump was in warranty, followed instructions to press center of button while supporting bottom of pump, and confirmed screen turned on but issue persisted, so technical support arranged replacement pump, confirmed shipping address, instructed customer to continue using current pump until replacement arrived, place pump in storage mode before return, and send problematic pump back using prepaid label within 10 days, which customer understood and acknowledged.